Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead became dislodged when the left ventricular (lv) lead was being positioned during a full system implantation. The ra lead could not be repositioned; therefore it was explanted. Inspection of the explanted ra lead showed that there was patient's tissue present in the helix screw, which could not be removed. A new ra lead was implanted instead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: returned product analysis was performed and no anomalies were found. The distal low voltage electrode of the lead was covered in body tissue. The analyst noted that tissue found on the helix. But tissue on helix is not a lead performance failure. If information is provided in the future, a supplemental report will be issued.